Manufacturer narrative:
Patient reported that lab cultures had been performed, however the results have not been made available to the firm for evaluation of the type of infection. Patient has a history of infections in the lower extremity, including a recent history of cellulitis. Based on timelines and full healing of the surgical incisions relating to the nalu implant, it is unlikely that the current infection status and resulting surgical procedure are caused by the nalu device and more likely that the infection is related to the patient's condition and health.

Event description:
Patient was initially implanted with the nalu peripheral nerve stimulator (pns) system on (B)(6) 2022. In january 2023 the patient presented at the physicians office with suspected infection and had a full system explant performed on (B)(6) 2023 (see MDR 3015425075-2023-00007). Patient was re-implanted with a new pns system on (B)(6) 2023 to treat leg pain. In november 2023 the firm was notified that the patient had presented to an urgent care clinic with suspected infection in the leg. A nalu representative was informed at that time that the patient had a recent diagnosis of cellulitis in that same leg which was reported to have been treated. On 27jan2024 the firm was made aware that a full system explant took place on (B)(6) 2023 and all components had been discarded by the facility.